Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported from cicu that vasopressin was infusing to the patient at 20 milliunits/kg/min using a syringe pump module, along with other unspecified "medication flushes." The syringe pump unexpectedly (without bumping into it, unplugging it, or touching it) alarmed for communication error. The patient's blood pressure decreased to 50s/30s. The patient was already receiving an epinephrine infusion at 0.1mcg/kg/min. The patient had been decannulated from extracorporeal membrane oxygenation (ECMO) earlier that day. It was noted that this syringe pump recently had a new iui placed. Although requested, further information was not provided.

Manufacturer narrative:
Correction: redacting a1(patient ID): mrn.

Event description:
It was reported from cicu that vasopressin was infusing to the patient at 20milliunits/kg/min using a syringe pump module, along with other unspecified "medication flushes." The syringe pump unexpectedly (without bumping into it, unplugging it, or touching it) alarmed for communication error. The patient's blood pressure decreased to 50s/30s. The patient was already receiving an epinephrine infusion at 0.1mcg/kg/min. The patient had been decannulated from extracorporeal membrane oxygenation (ECMO) earlier that day. It was noted that this syringe pump recently had a new iui placed. Although requested, further information was not provided.